Event description:
The lens was removed and replaced without complication due to the patient's intolerance of the halos she experienced. The initial multifocal lens was replaced with a monofocal lens.

Manufacturer narrative:
The lens was received cut in two pieces precluding analysis. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release.